Event description:
Sales rep reported on behalf of the customer that when opening the packaging of the device, the top layer of the blister ripped off as it was stuck to the bottom layer. The surgeon consequently used a new device, no delay to the procedure was caused by this.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.